Event description:
Customer reportedly received the following results on the advantage system, compared to a professional device, within 10 minutes: 322 mg/dl (advantage) and 108 mg/dl (emergency room meter). Customer felt "funny," woke up sweaty and had vision problems that morning. Customer drove to emergency room, where the readings were taken. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.